Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb's). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received info stating that while in use on a pt an 840 ventilator generated an audible and visual alarm then the screen went blank. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.